Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The modular neck was returned and visual examination identified severe damage, including gouges and burnishing. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00771300700 modular femoral stem press-fit plasma sprayed, cementless size 7.5 lot# 63607154, item# unknown unknown cup lot# unknown, item# unknown unknown liner lot# unknown, item# unknown unknown head lot# unknown. Report source: (B)(6). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02358.

Event description:
It was reported that a patient had hip implant surgery. Patient underwent revision on an unknown date. During the revision surgery the neck component did not readily come off from the stem component. This caused the surgery to be extended by 60 minutes. The patient also had blood loss. Additional information was requested, however none was available.